Event description:
It was reported that the detector was not connecting to the system and can¿t be able to recognize. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Ref ID: (B)(4) the digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed an analysis which concluded that the wi-fi detector was broken after falling off the bed and wasn't able to do table examinations. The detector was not starting and the led blinks orange for a period, and then it turns off. Despite multiple attempts with new batteries and replacement of the wifi connector on the detector, the issue still persisted. Thus, it was concluded that the detector needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). A detector replacement has been approved and the customer would get a replaced detector. This issue further monitored and trended.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00060 ( (B)(4) ): 1. Contact office: changed from "(B)(4)." 2. Report source - changed from "company representative, foreign, health. Professional, user facility," to "company representative, foreign, health professional."

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00060 (5016411): box d: suspect medical device product UDI info updated. Changed from "blank" to " (B)(4). Box h: device manufacturers evaluation method code grid (1) added - evm-cri-01 communication/interviews - c139457 imdrf code.